Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the subject device's foot switch was broken. There was air leakage in the foot switch. The issue occurred during a therapeutic gastroscopy procedure. There was an unknown delay in procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Corrected fields: d4 (UDI #), d10 (inadvertently marked as asku). Updated fields: d8, d9, h3, h4 (device mfg date), h6, h10, h11 e2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. A review of the device history record found no deviations that could have caused or contributed to the reported issue. An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue. The subject device will not be sent back to olympus for further evaluation and repair. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. The cause of footswitch failure could not be determined. However, the most likely cause is that the performance of a consumable deteriorated as the number of usages increased. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the subject device's foot switch was broken. There was air leakage in the foot switch. The issue occurred during a therapeutic gastroscopy procedure. There was an unknown delay in procedure. The procedure was completed using a similar device. There were no reports of patient harm.